Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer and no known impact or consequence to patient was reported.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer and no known impact or consequence to patient was reported.

Manufacturer narrative:
Physio control evaluated the customers device and was unable to duplicate the reported issue. Voltage drop testing was conducted and the device did not pass. The battery pins, battery wire harness, and power pcb were replaced. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.